Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code in channel b to baxter customer service that was found during biomed testing. The biomed stated that there have been no reports of any patient incident involving the pump since the last baxter service event.